Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), which resolved the issue. The unit passed all tests and calibrations, and it was observed to be operating within mfg specifications. (B)(4).

Event description:
It was reported by a customer in japan that, an 840 ventilator graphic user interface (gui) generated an error code, and the unit became inoperative. There was no pt involvement.